Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg site was repositioned and the ipg was placed deeper, resolving the issue.